Event description:
The incrementing probe with standard prass tip lot# 6777800 does not seat in to the nim machine holder to work. If you line the arrows up the instrument does not seat in to the holder. Informed rn and pulled these lot numbers from machine number. Opened a new one with lot# 67770400. It seated just fine.